Event description:
Additional information was received from the patient. Patient representative called back regarding recharging issues previously noted. ,bins was not charged. Caller stated they were able to charge ins and saw an orange light on recharger, but were able to get ins turned back on. Caller stated they are still having issue with recharger taking, on average, 40¿45 minutes. Caller stated that last time it took them an hour and a half to recharge ins. Caller also inquired about setting up an appointment with mdt representative. The caller was redirected to hcp

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member of a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient has been having some off and on issues with the recharger for the past week. The caller indicated that they had the charger on for over an hour today and it never went off to show that it was at 100%, but when they checked it with the communicator it showed 100%. The caller indicated that last week it kept acting up like the patient would be wearing it and they would not move or do anything and it would disconnect and start beeping again. It did that several times. Finally, they cut it off and then cut it back on and it finally charged. At that time last week they were at 90% and the patient had had it on for a long time. They do not know if they have a problem with the charger or not. Reviewed that diagnostics can only be performed through the physician's office. Explained the rounding involved with the percentages. Reviewed placement of good vs excellent. The caller had not been using the recharger app and was not aware of the starting percentages. The caller will use the app going forward and monitor the starting percentages and connection and call back if further issues are encountered. Additional information was received from a patient on (B)(6) 2023. It was reported that the patient's ins is taking 1 hour to charge from 60-100% with excellent connection. It used to take only 20-25 mins. No patient harm reported. Caller noted that for the entire hour, they did not continuously watch for excellent connection on the handset, but that the communication did not break at all because it did not beep. The caller added that the recharger is always stored on the cradle and showing full battery in that. Reviewed with the caller that we can replace the recharger, and if this continues to happen, the hcp can access reporting to get more insight into the charging sessions to do some deeper troubleshooting. Emailed repair for a replacement recharger. Caller also noted that they updated their ID card on the website. They have an appt in january. Additional information was received from the patient and a friend or family member on 2023-oct-10. Patient representative called back in regards to a continuation of recharging issues. Caller said they received the new recharger and they were successfully able to connect the recharger to the patient handset and connect recharger to ins. Caller said patient's ins battery was at 50% when they started charging and it took 50 minutes to charge it to 100% and caller said that seemed like it was still taking too long to charge. Caller confirmed the recharger did not disconnect from ins while charging. Caller also mentioned that they noticed the ins was not working as well, as the patient has been getting more leakage. Caller said it was hard to tell when they first noticed. Redirected patient to hcp to check ins in regards to this issue. Caller mentioned patient had parkinson's and patient's medications were being adjusted because of their symptoms. A letter was received back from the patient on (B)(6) 2023. When asked if the cause of the wireless recharge never going off to show that it was at 100% was determined they said no and that the cause was unknown. They stated that the steps taken to resolve the issue included having a new charger sent. On (B)(6) 2023 the unit said the battery was at 60% and it took 50 minutes to charge with the new (B)(6) 2023 charger. The issue had not yet been resolved. When ask the cause of the wireless recharger disconnecting and beeping they stated that it was caused by a placement issue. The steps taken to resolve this included using the recharger link to check if the placement was excellent or good. They had had excellent during the recharge session on 2023-oct-10. The patient also stated that they are not sure if the new charger is the answer and they were trying to schedule an appointment with their urologist.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the charging taking longer than expected was determined to be the charger needed to be replaced. Actions taken were they received a new charger. The issue was confirmed resolved.